Manufacturer narrative:
This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on june 02, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to device non-use.